Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The ha ndswitch was installed in a known good system. 2d images were successful but it was not possible to acquire a 3d image using the handswitch. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a 5 minute delay to the procedure to get the non-medtronic imaging system.

Manufacturer narrative:
If follow-up, what type?) Additional information: see describe event or problem, initial reporter, and occupation. Additional information and initial reporter information provided. The handswitch has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue occurred during a lumbar fusion procedure. It was reported that there was a surgical delay due to this issue. Additional information was also provided that the cover was damaged when the system was run into the wall. The site reported the system running into the wall because of the problem of making 3d with the handswitch and later determined that the footswitch worked. There was an indentation in the flouro button on the handswitch which confirmed that it was bad. It was reported that unless it hit the wall too, it was a separate issue. The handswitch was replaced to address the issue of taking 3d. The lower door cover was replaced as a safety concern.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the user handswitch and lower cover were replaced. The system was put through motion calibration. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was noted that the system had been run into the wall and the site was able to use the system with no issue. There was no damaged noted. However, it was reported that intra-operatively, the site was unable to take 3d shots. The 2d shots worked. The site proceeded the case using a non-medtronic imaging system. Use of the imaging and navigation system was aborted. There was no reported impact to patient outcome due to this issue.